Event description:
Since the implants of essure, I have had pain in the pelvic area/stomach area. The pain would come and go with some months being worse than others. For the past couple of years, the pain has gotten worse along with new symptoms appearing. For instance, painful intercourse, spotting in between periods, hair loss, muscle twitching, burning tongue, metallic taste in mouth, sore muscles, lack of libido, headaches, feeling bloated constantly, development of fibroids, fatigue, swelling of hands, numbness in lips, ringing and pressure in ears, ear aches, numbness in thigh, stabbing pains in vaginal area, heightened allergies, vision floaters, night sweats, dry skin and eyes, bleeding after intercourse, breast pain, back pain, and hip pain. (B)(6) of 2012, my doctor implanted the mirena to help with symptoms. This backfired by increasing symptoms and had to be removed 4.5 months later. (B)(4).